Manufacturer narrative:
B5 description of event: as reported, a 4mmx15cm saber percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted and there was some resistance felt when it crossed the lesion, and a non-cordis indeflator inflated the balloon, however, it ruptured at 4 atmospheres (atm) during its initial inflation. No patient injury was reported. The device was stored in a hygiene-managed storage and was taken out from its tray and inspected. The device was handled and prepped per the instructions for use (IFU), and it prepped normally. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover, and no difficulty removing the stylet or any of the sterile packaging components. There were no visual anomalies confirmed and no setup difficulty confirmed. The lesion was the superficial femoral artery (sfa) and part of the lesion had diffuse calcification. There was no vessel tortuosity/angulation and the percentage of stenosis was ninety-eight percent. The device was not used for a chronic total occlusion (cto). There were no kinks or other damages noted prior to inserting the product into the patient. A non-cordis guiding catheter was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion. A non-cordis guidewire crossed the lesion with intravenous ultrasound (ivus) and it was confirmed that the lesion had calcification. The device was not inserted through a stopcock instead of a hemostatic valve. The bc did not kink while being used. The same, non-cordis indeflator was used successfully with other devices. There was no unusual force used at any time during the procedure. The bc was removed easily and intact (in one piece) from the patient. After the saber pta balloon ruptured, it was replaced with a same-size unknown bc and the procedure was completed by implanting a smart stent. The device has been discarded in the hospital due to the regulation. A 4mm x 15cm saber percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted and there was some resistance felt when it crossed the lesion, and a non-cordis indeflator inflated the balloon; however, it ruptured at four atmospheres (atm) during its initial inflation. No patient injury was reported. The lesion was the superficial femoral artery (sfa) and part of the lesion had diffuse calcification. There was no vessel tortuosity/angulation and the percentage of stenosis was ninety-eight percent. The device was stored in a hygiene-managed storage and was taken out from its tray and inspected. The device was handled and prepped per the instructions for use (IFU), and it prepped normally. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover, and no difficulty removing the stylet or any of the sterile packaging components. There were no visual anomalies confirmed and no setup difficulty confirmed. The device was not used for a chronic total occlusion (cto). There were no kinks or other damages noted prior to inserting the product into the patient. A non-cordis guiding catheter was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion. A non-cordis guidewire crossed the lesion with intravenous ultrasound (ivus) and it was confirmed that the lesion had calcification. The device was not inserted through a stopcock instead of a hemostatic valve. The bc did not kink while being used. The same, non-cordis indeflator was used successfully with other devices. There was no unusual force used at any time during the procedure. The bc was removed easily and intact (in one piece) from the patient. After the saber pta balloon ruptured, it was replaced with a same-size unknown bc and the procedure was completed by implanting a smart stent. The product was not returned for analysis. A product history record (phr) review of lot 17705567 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of diffuse calcification and stenosis of ninety-eight percent may have contributed to the reported event. As calcification and stenosis of the vessel can damage balloon material when attempting to cross the lesion. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A device history record (DHR) review of lot 17705567 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. This device is not available for testing and evaluation as it was discarded by the site due to hospital regulation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 4mmx15cm saber percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted and there was some resistance felt when it crossed the lesion, and a non-cordis indeflator inflated the balloon, however, it ruptured at 4 atmospheres (atm) during its initial inflation. No patient injury was reported. The lesion was the superficial femoral artery (sfa). A non-cordis guiding catheter was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion. The saber pta bc was stored in a hygiene-managed storage and was taken out from its tray and inspected. There were no visual anomalies confirmed and no setup difficulty confirmed. A non-cordis guidewire crossed the lesion with intravenous ultrasound (ivus) and it was confirmed that the lesion had calcification. After the saber pta balloon ruptured, it was replaced with a same-size unknown bc and the procedure was completed by implanting a smart stent. The device has been discarded in the hospital due to the regulation.